Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, h11. Corrected field h5. Nurse called for assistance with an unable to update timing alarm on a cs300 during use. Nurse replaced the electrodes, got a chest x-ray to verify position, and made some changes to pressure requirements. She was concerned about late inflation. She also included that she had not received training on balloon pump therapy and rarely got balloon pump patients on the unit. Troubleshooting prior to calling also included trying to use semi auto mode and pressure trigger unsuccessfully. Discussed the nature of the alarm and began interventions to resolve the alarm. An image of the monitor showed an ECG with some artifact and wide, downward deflected t wave with a hr of 51, pressures of 54/33 (68), and an augmentation of 119. There was no unable to update timing alarm present. Esp team member had asked nurse to flush the inner lumen in standby for 20 seconds and after restarting therapy the waveform was unchanged. Then transitioned to transducer source for comparison and the waveform and pressure were similar. After a close timing assessment, it was determined the pump was inflating at the end of the t wave due to the unusual ECG waveform. Esp team had asked nurse to replace the electrodes again, using a small amount of doppler gel to enhance conductivity and enhance signal and then we used semi auto mode to look through each lead view to improve the ECG waveform. During this time, charge rn lauren got on the phone and requested someone to come by and assess the balloon pump ¿like impella always has a rep available.¿ esp team member apologized for the inconvenience and informed her that unable to send live in person assistance at this time. All the leads looked the same and was not improved after replacing the electrodes. Then esp team member asked nurse to transition to pressure trigger to see if it adjusted the timing, which was successful. In pressure trigger, the inflation happened at the dichrotic notch, not at the end of the t wave. Discussed the precautions of using semi auto mode. Since the product was not returned could not evaluate the exact cause of difficult/unable to monitor waveform/pressure so based on the limited details provided by the user, the exact cause of this particular event was not able to be identified. However, causes of difficult/unable to monitor waveform/pressure can include one or more of the following loose or incorrect pressure cable connections.

Event description:
N/a

Manufacturer narrative:
Additional e1. Initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer via the emergency support program line that during use of an intra aortic balloon (iab) sensation plus 50 cc with a cs300 pump, the system displayed an unable to update timing alarm.no patient harm or injury was reported.